Event description:
Caller reported a malfunction on the pump, identified by malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting. The customer planned to finish the process of restarting the pump at home, as there was not enough insulin inside to start it back up, and stated he would call back if further assistance was needed. No further assistance was required at the time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.